Event description:
Endo grasper was being used and the tip of the endo grasper was damaged with normal use. The tip was not broken but the plastic around the tip was torn. No plastic came off. No harm to the patient.